Event description:
Additional information received reported that the patient made appointments with the manufacturing representative and he made a new program changing the placement of the stimulation. The issue was not completely resolved. It was better, but still not as good as in the trial. The patient would try it for a while, when see the manufacturing representative again.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that a rep added a new setting for the stimulation, but the stimulation issues had not been resolved. All the settings felt good for a few minutes. None reduced the patient's pain very much and all of them tired him out. It felt good to turn it off. The trial stimulator was like a miracle for the patient, but the implanted one just did not do enough good to use it. The patient had almost stopped using it. The patient was planning to make one more try but to make an appointment with the doctor is usually at least two weeks away and the patient would also have to call the rep to see if he could be there.

Manufacturer narrative:
Info references the main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
The consumer reported that they had to do the implant surgery twice. They were implanted on (B)(6) 2016. They felt stimulation down their leg and not in their back. They redid it the next day (B)(6) 2016. Since they "changed whatever they changed," stimulation was in their back but it was much lower in the location from where they felt stimulation in their trial. The rep adjusted it to where the stimulation was felt on (B)(6) 2016 and told the patient that it would change as it heals around where the probes were. The patient noticed no change. The manufacturer representative (rep) told the patient that they put the stimulator as high as it can go (location wise) on the back. They thought that it was strange that they placed the leads at least 3 inches lower in their back than at the trial. The patient also reported had no therapeutic effect since implant. It was reported that the device was not helping them with the pain. They noted that it actually feels good to turn stimulation off. Even after the manufacturer representative adjusted it, the patient had no pain relief. It was reported that the trial worked like a miracle. The patient tried increasing and decreasing stimulation. They were not sure if their stimulation was too high or too low. It was noted that it was at 5.5 volts. The patient reported since implant, stimulation feels very strong when it first starts. Then after a little while, they do not hardly feel it at all. It was reported that the patient was revised to get a better coverage in their back. The rep was aware of the issue same day of the surgery in the recovery area. It was reported that the patient was not aware of the second issue as they were never contacted by the patient in regards to reprogramming. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.